Event description:
We had issues releasing the atrial device from the catheters. When we finally released, the device dislodged. When we went back in with the device, dr. Loguidice of arkansas heart hospital wanted to try a new catheter in case the catheter was the issue for release. Catheter will be sent back for evaluation.